Event description:
It was reported by resmed (B)(4) that an astral device displayed a system fault message indicating a software task error. This resulted in an alarm which notified the caregiver of the error message. Per the reporter, the doctor was with the pt at the time of the incident and manually ventilated the pt while the device was restarted. The doctor continued to use the device after the reported event. There was no pt harm or injury reported as a result of this incident. MFR ref#:3004604967-2015-00072.